Manufacturer narrative:
Additional information: b5 and d11.

Event description:
Related manufacturer report number: 2938836-2020-09587; 2017865-2020-23133.during a remote follow up, episodes of non-sustained oversensing were noted on the device. Technical support was contacted and it was determined that the cause of the event was due to loss of capture in both the right ventricular (rv) and left ventricular (lv) channels. Moreover, low defibrillation impedance was noted on the rv channel; and low pacing impedance was noted in both the rv and lv channels. It was suspected that the cause of the event was due to a physiological factor based on the patient's clinical history and medication; but the supposition was not tested. The event was resolved by reprogramming the device. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-09587. During a remote follow up, episodes of non-sustained oversensing were noted on the device. Technical support was contacted and it was determined that the cause of the event was due to loss of capture in both the right ventricular (rv) and left ventricular (lv) channels. Moreover, low defibrillation impedance was noted on the rv channel; and low pacing impedance was noted in both the rv and lv channels. It was suspected that the cause of the event was due to a physiological factor based on the patient's clinical history and medication; but the supposition was not tested. The event was resolved by reprogramming the device. The patient was stable with no consequences.